Event description:
Device is powered by 24 v ac (transformer in middle of power cord) through a 120 v ac cee-22 male receptacle. A 120 v source could easily be plugged into unit. Fuse value not marked. Co called on 3/8/94. Rptr was informed they no longer made unit or marketed it.